Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary; a kink was evident to distal section of graft cover at stent stop. Necking and bunching was evident to the graft cover. Necking and bunching was evident to the distal graft cover between the stent and stent stop. The stent graft was partially deployed on receipt of the device. No other deformation evident to the remainder of the device. The reported deployment issues could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the first stent ring deployed. There was severe necking at the pebax-vestamid bond and necking and bunching of the pebax tube just distal to the stent stop. There was also a kink observed distal to the stent stop. The bunching observed is likely due to the physician attempting to resheath the graft cover after it only partially deployed in-vivo. The stent stop was deformed. A force gage was used to deploy the stent graft and record the deployment force. The delivery system was cut through all lumens (gc, middle member, tt lumen, as seen in the image below) such that a section of the middle member extended beyond the gc. The force gage was connected to a hemostat which in turn was clamped on a pebax section of the gc that was cut longitudinally (instead of wedging it between the middle member and the graft cover and would prevent drag forces). The middle member was held in place by an engineer using pliers. 3 unsuccessful attempts were made to pull the graft cover using the force gage with the highest force at 11.65lbf. In these three attempts the graft cover dragged the stent graft with it and moved a couple millimeters. On the 4th attempt when the force reached 15.15lbf the graft cover started deploying with a total of stents deployed before the hemostat slipped again. On the 5th attempt after reaching a force of 10.85lbf the graft started deploying again and the entire stent graft was able to be deployed. The graft cover ID was measured to be 0.169¿ (spec is 0.168 +/-0.005) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an abdominal aortic aneurysm, the enlw1616c120ee stent graft experienced a malfunction. The outer sheath of the iliac limb could not retreat normally, and the stent graft could not bulge and expand as intended. Additionally, the graft cover could not be deployed during the procedure. The event occurred at huizhou central people's hospital. The patient was undergoing a planned implant of the main stent graft, followed by the internal connection of the right iliac limb with the enlw1616c120ee. The surgeon attempted to deploy the device by fixing the gray handle with the left hand and rotating the blue handle with the right hand. After deploying the front half of the iliac limb, the outer sheath failed to retreat, preventing normal expansion. As a resolution, an enlw1613c120ee was reimplanted as a replacement, and the operation was successfully completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.